Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer, a manufacturing representative (rep), and healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome (crps) type ii, radicular pain syndrome (radiculopathies), spinal pain, and other pain indications-other. It was reported that the patient felt a ¿zap¿ when operating a microwave and electromagnetic interference (emi) relating to cell phone use. Years later it was reported that the implantable neurostimulator (ins) was replaced because of smart boards and the effects on her devices.